Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat2137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the puncture needle seemed to have been "stamped by foot" when opening the catheter package, which was flat and dirty. The head nurse confirmed that the puncture needle did not drop down after opening the catheter package.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged luer connector is confirmed, however the cause is unknown. One open 4 fr single lumen powerpicc kit was returned for evaluation. Returned in the kit were one 4 fr single lumen powerpicc with stiffening stylet and t-lock with the red hang tag, one statlock PICC plus, one 20 g safety IV catheter introducer needle, one end cap, one safety scalpel, one 21 g safety introducer needle, and one guidewire hoop. The nitinol guidewire and the microintroducer were observed to be missing from the returned kit. An initial visual observation showed the safety introducer needle had a brownish-gray substance on the luer connector. The luer connector was observed to be severely out-of-round and appears to have been crushed somehow. A microscopic observation revealed abrasive damage on the outer surface and edges of the luer connector. The brownish-gray material appeared to be fibrous in texture. The cause of the damage to the luer adaptor is unknown, however the damage could have occurred during manufacturing or prior/during use.

Event description:
It was reported by the nurse that the puncture needle seemed to have been "stamped by foot" when opening the catheter package, which was flat and dirty. The head nurse confirmed that the puncture needle did not drop down after opening the catheter package.